Event description:
Boston scientific crm received information that the rate/sense portion of this patient's transvenous right ventricular (rv) lead was surgically capped and abandoned for reasons not specified. No adverse patient effects occurred as a result of this observation.

Manufacturer narrative:
(B)(4). A new rv pace/sense lead was successfully implanted. A request has been made to the field for additional information. This event will be updated if any additional information is received. Additional information was received confirming the shocking portion of this lead that was still in service was exhibiting increased impedance measurements. This information was received over five years after the initial observations. A revision procedure was performed and this portion of the lead was removed from service. The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This product issue will be updated if additional information is received.